Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device- 2 years (calculated from the date when the modular cable was issued to the patient.) The modular cable was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient presented to the clinic with driveline fault alarms on their system controller. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed odd strings of supplied voltages observed when the patient is connected to battery power. There was also a reported controller internal fault observed and 3 seconds later the patient was experiencing a driveline power fault error; however there were no other unusual events noted in the event history and the pump appears to be maintaining within set pump parameters as intended. The patient¿s system controller and modular cable were exchanged. No additional information provided.